Manufacturer narrative:
The products have not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013, reporting that the patient was hospitalized for a blood glucose of 300mg/dl range with trace ketones. The reporter indicated that the hospitalization occurred on (B)(6) 2013. The patient was reportedly treated in the emergency room. The pump history was reviewed with the reporter. The history showed that the cartridge and infusion set were changed on (B)(6) 2013, but it was unclear in the history when the last cartridge and infusion set change was. The history indicated a small prime volume and a fill cannula step occurring on (B)(6) 2013. The reporter and patient were unsure when the cartridge and infusion set was last changed prior to the event. The patient indicated that the site removed on (B)(6) 2013, was fine with no noted issues with the cannula. This report is made based on the allegation that the patient received treatment from the emergency room for elevated blood glucose levels and use error of the pump supplies could not be ruled out as a possible contributor to the event.